Event description:
It was reported that a customer experienced an issue with their insulin pump as the screen was unresponsive, and they could not interact with it despite multiple reset attempts provided by technical support. The problem did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The customer decided to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Customer technical support sent a replacement pump and instructed the customer on how to return the problematic pump using a prepaid label, with a 10-day return policy to avoid incurring charges.